Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient developed a rash approximately one week after implant of the implantable cardiac monitor (icm), and the patient insists the rash is due to the icm. The icm was removed. No patient complications have been reported as a result of this event.